Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-03-23. H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used, insyte autoguard 20ga partially retracted needle/barrel assembly without packaging from material number 381834, lot number 9241786. In addition, two photographs were submitted which displayed similarities to that of the returned unit. A visual/microscopic evaluation of the returned sampled displayed the needle was partially retracted, leaving the needle tip exposed. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment process related issue for the reported defect relating to overlapped spring coils. The bound spring coil inhibited the needle from retracting. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a needle that couldn't retract. The following information was provided by the initial reporter: "safety mechanism can¿t retract after using, safety mechanism can¿t retract, its very dangerous and easy cause needle stick injury".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a needle that couldn't retract. The following information was provided by the initial reporter: "safety mechanism can¿t retract. After using, safety mechanism can¿t retract, its very dangerous and easy cause needle stick injury."